Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and yellow biological tissue. Leak test and microscopic analysis was performed which identified puncture opening on anterior, sharp opening on posterior, non-penetrating nicks and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated puncture opening assessed as surgical damage consist in the use of some surgical tool, and a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "deflation and exchange from textured to smooth implants due to the patients concerns with the product". The device has been replaced.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side "deflation and exchange from textured to smooth implants due to the patients concerns with the product". Device remains implanted.